Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported an intraocular pressure (iop) of 4mmhg and a myopic shift following a micro-stent implant procedure. The stent remains implanted.

Manufacturer narrative:
Product evaluation: a sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of a device malfunction. Possible root cause is that postoperative worsening of the visual field and hypotony are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).